Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was planned to be implanted in a patient for the endovascular treatment of a 250 mm thoracic dissection. It was reported that when the product was opened it the side port on the device was detached from the delivery system. The physician reported that the device was broken. It was noted that there was no damage to the sterile packaging or box on inspection. A different valiant stent graft system was used and the event was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device and detached side port were returned for analysis. The side port length was measured at 7.5 inch; specification is 7.50 +/- 0.50 inch. There was no elongation evident to the side port tubing. The side port extension was broken off at the base of the barbed adaptor. The break point was uneven. If information is provided in the future, a supplemental report will be issued.